Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) was implanted for upper body pain. The incision site was seeping and bandaged after stitches were removed on (B)(6) 2016. It became infected with staphylococcus. The patient felt very sick after surgery and did not feel like they were getting any better. The patient went to the emergency room (ER) on (B)(6) 2016. The lead and ins were removed on (B)(6) 2016. The patient had 2 additional surgeries to remove the fluid as they were still very inflamed on (B)(6) 2016. The patient did not leave the hospital until (B)(6) 2016. The patient was on 6 weeks of antibiotics. Since the system was removed the upper body pain was unregulated. It was stated that 2 years ago the patient had been in a car accident and been on opiates ever since. The caller was not sure if they wanted another ins but wanted to get off of the opiates. The patient felt that they had aged and had no energy because of the opiates they had to take. An appointment with the health care professional (hcp) was set to (B)(6) 2017 to start the process of implant again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.